Manufacturer narrative:
This is the 2 of 2 reports. The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the resistance was felt when advancing the subject coil in the microcatheter. So the physician removed the coil and the coil was prematurely detached in the microcatheter. Then the detached coil was removed together with the microcatheter. The same event also happened to another coil used in the procedure. No clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported main coil prematurely detached inside patient cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the resistance was felt when advancing the subject coil in the microcatheter. So the physician removed the coil and the coil was prematurely detached in the microcatheter. Then the detached coil was removed together with the microcatheter. The same event also happened to another coil used in the procedure. No clinical consequences reported to the patient.